Manufacturer narrative:
Concomitant medical products: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 3889-28, lot# v192313, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s stimulation randomly turned off. The programmer would show the stimulator was off. The patient could then turn the stimulator back on. The issue occurred about twice a week. The magnetic switch was turned off. Impedances and battery level were good. The issue occurred in random locations. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.